Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant of the left ventricular lead, there was a dissection. Fluoroscopy and echocardiogram confirmed the presence of pericardial effusion. A pericardiocentesis was performed. The lead was implanted and there were no additional complications to the patient.